Event description:
Customer initially reports the device broke. On (B)(6) 2015 customer reports that doctor was removing a crown the handle broke, no harm done.

Manufacturer narrative:
Integra investigation completed: (B)(6) 2015. Device MFR date: unk. Method: failure analysis, device history evaluation. Results: failure analysis: crown gripper in used condition, not showing any unusual markings. The returned crown gripper showing excessive wear, cracking, black staining/discoloration, battered finish inserts worn and broken handle. During visually inspecting the gripper it is noticed that the handle is broken and there is a hairline fracture at hinge area. The gripper appears to have black staining and inserts are worn. This type of damage is usually the result of improper processing of the instrument. Device history evaluation: device history review was completed with all history available. Nonconforming product report/ nonconforming material report history: none; variance authorization/ deviation history: none. Engineering change order/manufacturing change order history: this is no applicable engineering change order/manufacturing change order history. Corrective action/ preventive action history: none. Health hazard evaluation history: none. Conclusion: the complaint report has been confirmed; the root cause has not been identified as a workmanship or material deficiency.